Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited noise oversensing due to electromagnetic interference (emi). Programming changes were made by increasing the sensitivity to reduce pacing inhibition. There were no patient consequences reported.